Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting bipolar impedance measurements greater than 2500 ohms which triggered the lead safety switch (lss) on the associated device. Unipolar impedance measurements were 350 ohms. Therefore, the lead was reprogrammed to unipolar mode for pacing. The patient only paces approximately 4% of the time and the physician did not want to perform a revision procedure. The patient will be followed every two months. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.